Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead impedance measurement had increased from 1200 ohms at the recent change out procedure to greater than 2000 ohms. Possible loss of atrial capture and a problem with the atrial sensing were also observed. It was noted that at the recent change out procedure the ra impedance measurements were at 1200 ohms. The patient was sent for a chest x-ray and results were not available from the physician. To date, no adverse patient effects were reported as a result of this clinical observation. The ra lead and cardiac resynchronization therapy defibrillator (crt-d) remain implanted. Approximately five and a half years later a revision procedure was performed where the ra lead and crt-d were explanted. It was noted that the ra lead was explanted in pieces. A lead fracture in the clavicle region was the suspected cause of the high impedance measurements, but it was not confirmed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine device change out procedure, right atrial (ra) lead pacing impedance measurement was 1,200 ohms, ultimately reaching greater than 2,000 ohms, with questionable atrial capture. The patient was sent for a chest xray and results were not available from the physician. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.